Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. The customer was not getting an sdi input to the monitor. However, when he used the device with another monitor, it functioned properly. He reviewed the presets and switched to preset 'b', but that did not resolve the issue. Though, when he pressed the 'component' input option, the image was working properly. Despite getting the device to function, customer is still planning to send in the device for evaluation and possible repair. The device has not been returned for evaluation yet. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the high definition lcd monitor would not present an image while in use. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.